Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device check, it was found that threshold rose. The lead parameters were tested and it was observed measurements changed with position. Physician suspected that the lead dislodged so it was determined to change the position of the lead. When the pocket was opened, it was found that there was blood in the middle part of the lead, physician tried repeatedly but could not rub off the blood. Physician suspected that the insulating layer of the lead was broken and replaced the lead with a new one of the same model to complete the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, no eval explain code if information is provided in the future, a supplemental report will be issued.